Manufacturer narrative:
The autopulse platform (B)(4) was returned to the manufacturer for evaluation on 11/2/2015. Investigation results as follows: visual inspection was performed and no visible damages were observed. A review of the autopulse platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 45 message was confirmed, as multiple user advisory 45 messages were observed on the reported event date of (B)(6) 2015. Initial functional evaluation of the returned platform was unable to be performed as the platform displayed a user advisory (ua) 45 upon power up. Further inspection identified that the drive shaft was not at the "home" position. After the drive shaft was rotated back to the proper position, the platform ran for 6 minutes using a large resuscitation test fixture with no problems encountered. Load cell characterization testing was also performed which found that both load cell module 1 and 2 were defective. After both load cells were replaced, further functional testing was performed and multiple intermittent user advisory (ua) 16 (timeout moving to take-up position) messages were observed. Therefore, the drivetrain was replaced as a precaution. Load cell characterization testing was performed again which found that both load cells were functioning properly. The platform passed all final testing. Based on the investigation results, the parts identified for replacement were both load cells and the drivetrain. In summary, the customer's reported complaint of the autopulse platform displaying a ua 45 code was confirmed through review of the archive and functional testing. Further inspection identified the cause to be that the driveshaft was out of its "home" position. Per the autopulse resuscitation system model 100 user guide, the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message, that was unable to be cleared. There was no report of any patient involvement. No further details were provided.